Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information on this complaint event, but no further information has been provided. If additional information is provided in the future, a supplemental report will be submitted.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient it shutdown and the screen froze after generating an alarm sound. The customer turned the pump off and back on, this time the iabp successfully started. No patient injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, however, no further details have been provided at this point. If any additional information is provided a supplemental report will be submitted.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient it shutdown and the screen froze after generating an alarm sound. The customer turned the pump off and back on, this time the iabp successfully started. No patient injury was reported.